Event description:
A customer in (B)(6)contacted biomérieux to report a (B)(6) result in association with the chromid (B)(6) smart agar (ref. 413050, lot 1003875350, exp. 29may2015). The source of the isolate is a wound swab from a surgical patient. The isolate was tested in parallel with two types of isolation media (biomérieux (B)(4) blood agar and mcconkey agar) and obtained growth of colonies. A (B)(6) status was determined by performing antibiotic susceptibly test (ast) on isolated colonies from the agar plates via biomérieux oxacillin etest ((B)(4)). The customer repeated the isolate testing using a different lot of chromid (B)(6) (ref (B)(6); lot 1003912880; expiry 17jun2015) and obtained positive results. Patient treatment was delayed by one day due to the discrepant chromid (B)(6) smart agar (lot 1003875350) result. No further information was provided regarding the patient's state of health. The customer confirmed that they do not perform quality control (qc) tests to check the performance of chromid (B)(6) smart agar. As mentioned in the chromid (B)(6) smart agar instructions for use ((B)(4)), it is the responsibility of the user to perform qc. Biomérieux investigation: review of complaint records indicates no other complaint has been registered against this reference number and lot number review of the batch record confirmed no abnormalities with this product ((B)(4), lot 1003875350, exp. 29may2015). Although the product was already expired when biomérieux became aware of the issue, retain samples of chromid (B)(6) smart agar ((B)(4); lot 1003875350) were tested at the manufacturing site using the same strains as used during release tests and the expected results were obtained. The issue reported by the customer could not be duplicated. The investigation concluded that the performance of chromid (B)(6) smart agar ref (B)(6); lot 1003875350 is within specification. There is no report of death or serious injury as a consequence of the reported event.

Manufacturer narrative:
Device not returned to manufacturer.